Event description:
The user facility reported a male patient noted as high-risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported male patient had a graft infection at impella 5.5 insertion site.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
No further details were provided about the treatment of the graft infection. Additionally, the patient was eventually weaned off of the device.

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ b5-outcome details added, h6 component code 925 added- d6a/d6b g1-corrected MDR reporting facility name and address, MFR site name and address.

Manufacturer narrative:
Corrections to the initial MFR report: b.5. Added new adverse events. G.1. MDR reporting contact email. H.6. Clinical codes 1888, 4440, 1979.

Event description:
The study later reported upon multiple new adverse events with relationship to the pump. They are hematoma, median nerve injury, and thrombus in the axillary artery.